Event description:
Pulillary block: secondary glaucoma. Pt underwent bilateral extracapsular cataract extraction (ecce) with posterior chamber intraocular lens (iol) implantation (tunnel) and trabeculectomy. Including peripheral iridectomy on an unspecified date. One week after eye surgery, the patient developed pupilary block. Their iop prior to surgery was 17mmhg and this increased to 40mmhg during surgery. Their visual acuity in the eye before surgery was 20/70 and after the initial surgery it was 1/15. The eye was initially treated with topical beta selective blockers, topical and alpha adrenergic agonists, pilocarpine 2%, systemic carbonic anhydrase inhibitors, cycloplegia and yag laser iridotomy (three times). Following treatments, the patient's iop was 30 mmhg and visual acuity was 20/120 in the right eye. The trabeculectomy of the right eye became occluded; however no further surgery was performed. The iop remained uncontrolled and visual acuity deteriorated after 6 years to "no light perception." Three weeks after surgery to the left eye the patient developed pupillary block. Their iop prior to surgery was 18 mmhg and this increased to 30 mmhg during surgery. Their visual acuity before surgery was in the left was 1/9 and after the initial surgery it was 1/12. The left eye was initially treated with topical beta selective blockers, topical and alpha-adrenergic agonists, systemic carbonic anhydrase inhibitors, and yag laser iridotomy (once) and anterior vitrectomy with surgical iridectomy (twice) and cyclodiode. Following treatment the patient's iop was 28 mmhg and visual acuity was 1/24 in the left eye. Five months later the patient developed malignant glaucoma (secondary glaucoma) in the eye, which was diagnosed with ultrasound biomicroscopy. This was treated with plana vitrectomy with sectoral iridectomy. During the follow-up the ip ranged from 17 mmhg to 28 mmhg with medical treatment. Visual acuity in the left eye after 3 years was 20/200. The patient recovered from the event "papillary block", while the secondary glaucoma (malignant glaucoma) did not recover. The reporting physician considered the events to be related to the iol implantation. The company agrees on that assessment.